Event description:
It was reported the patient¿s implantable neurostimulator (ins) had flipped. The patient had a horrible time charging and then they were not able to charge the ins. Since the ins was replaced charging had been working fine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v752271, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v632892, implanted: (B)(6) 2011, product type: lead. (B)(4).